Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a patient (race unknown) in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. After the impella implant, doctor was struggling to advance the catheter. Once the impella was in the left ventricle, the automated impella controller alerted the impella was in the aorta. After multiple attempts to ensure proper position, the doctor opted to replace the impella.

Manufacturer narrative:
The investigation for the reported optical issue has been completed. Product was not returned for review. Data logs were reviewed and no psnr observed. All 5s optical parameters were stable and no motor current spike was found. False position in aorta alarm was present for 6 minutes. Device was explanted due to this issue. The cause of the false position in aorta alarm was most likely patient condition related. F6/f8 should have been left blank in the initial report.